Event description:
It was reported that the customer had a crack around the battery compartment on the insulin pump due to wear and tear. Customer's blood glucose level was 170 mg/dl. Customer stated that she went on a run and now she has a button error alarm. Customer declined to troubleshoot for the button error alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.